Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: use error.

Event description:
Patient reported a left side implant exchange with no complaint against the device. Healthcare professional later reported "intact left ruptured while removing very thin shell rupture during explant capsule looks normal". The event of rupture is considered not related to the device. Device has been explanted.